Manufacturer narrative:
This report is filed, (B)(6) 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently on (B)(6) 2016 the patient underwent a surgical procedure to have excess tissue excised; during the same procedure the abutment was exchanged. The implanted device remains.